Manufacturer narrative:
(B)(4) initial report. Pharmacovigilance comments: the serious, expected event of implant site scar and the serious, unexpected event of skin ulcer were considered possibly related to the treatment. The non-serious events of pain, inflammation, itching and skin exfoliation were considered expected and possibly related to the treatment. Serious criteria include the potential permanent damage of scarring and the need for medical intervention of one-month course of antibiotic therapy to treat the skin ulcer. The ulcer was considered unexpected due to the eight month duration. Potential etiologies include delayed onset inflammatory reaction and resistant infection or biofilm since the lesion was unresponsive to antibiotics. Alternative etiologies include an unrelated skin cancer due to lifetime sun exposure. Important missing information included past medical and aesthetics history. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a consumer which refers to herself, female age unknown. The case was obtained from social media. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date in 2017, the patient received treatment with restylane lyft with lidocaine (unknown amount, lot number, injection technique and needle type) to an unknown location. The patient described that 7 months after the injection, she experienced, what she first believed was acne, painful(implant site pain), open sores that are deep(skin ulcer) and will not heal. The patient also reports scarring/scab(implant site scar) and inflammation that acts like a sunburn(implant site inflammation), with itching (implant site pruritus) and peeling(skin exfoliation). Treatment for the adverse event included antibiotics for one month without improvement. Outcome at the time of the report: scarring/scab was not recovered/not resolved. Open sores that are deep was not recovered/not resolved. Itching was not recovered/not resolved. Painful was not recovered/not resolved. Peeling was not recovered/not resolved. Inflammation that acts like a sunburn was not recovered/not resolved.